Event description:
Information regarding the device notes inappropriate measured data and dashes (--) for most timing and all sensor parameters during a routine follow-up. Unsuccessful attempts were made to program the mode and rate, and verifyy and down- load the microprocessor program. Also, shortly after implant at the patient's first office visit, dashes and difficulties pro gramming the device were noted. Patient arm/shoulder manipulation temporarily resolved those conditions.